Event description:
The customer reported that about 1/3 of the box is leaking through the plunger. The product was used in a veterinary setting. Additional information stated that the syringe doesn't appear to have any problems. The plunger is seated correctly. The customer also stated there is not an expiration date on the carton.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples will be inspected for leaks and verify the lot number/print on the boxes, if required. The lot met all defined acceptance requirements and was released. Photos of the carton and one unused, opened device was returned for evaluation. A functional test was performed on the syringe; the reported condition was not confirmed. The root cause of the failure could not be determined based on available information. There were no anomalies found during a review of the DHR, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Also, there was no trend observed. The photos of the carton were also reviewed for the reported issue of missing expiration date. However, the reported product does not have an expiration date, hence is not printed. Based on the investigation and root cause analysis, the initiation of a corrective and prevention action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that about 1/3 of the box is leaking through the plunger. The product was used in a veterinary setting. Additional information provided stated that the syringe doesn't appear to have any problems. The plunger is seated correctly.